Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that since (B)(6) 2019 her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter (serial # (B)(6)) for evaluation. An in-house testing was performed using the returned meter with in-house contour next control solution and in-house contour next test strips, which gave satisfactory performance. Additionally, simulated blood tests were performed with the returned meter. All readings were within specifications and properly stored in meter's memory. Section d4 of the initial report indicated serial # of the affected meter as (B)(6). Based on the clarification received, serial # for the affected meter is (B)(6). Serial # in section d4 and device manufacture date in section h4 have been updated.